Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had developed a hematoma following an ipg replacement procedure. The physician believed that the hematoma was not device related and the physician drained the pocket site. The patient was doing well and there wer no signs of infection noted.